Event description:
The customer reported incidents with kinks in the tubing near the manifold while still in the packaging. They have been massaging out the kinks but stated the tubing sometimes rekinks. Customer reports the nurse hung the tubing and regulated it at a slow rate off the pump but when it unkinked the fluid went in very fast. There was no pt harm and medical intervention was not required. No further pt/event info is available.

Manufacturer narrative:
(B)(6). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with failure investigation results should the product be received for eval.